Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/28/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one needle/ suture piece and a suture piece of product code sxmp1b113 were received for evaluation, the swage and attachment area of the needle were noted to be as expected and a suture piece still was attached to barrel hole, the end of the suture could be observed cut appears to be by use of the surgical instrument. The suture piece was observed with body fluids and end was noted cut by use of a surgical instrument. The condition of the sample received indicate an improper handling of the device. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Trade name - irgacare®: active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 2360 g/m.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: was the needle removed from the patient during the same procedure? Came off on first pass of the tissue when using to close the skin. The needle was in the needle holder. The lot number: pkp985 and expiry: 2021-08-31 what tissue/location was suturing when pull-off occurred? First pass of the suture. Please provide the procedure name. Pediatric scoliosis straightening. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a scoliosis straightening procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the barbed suture was passed through the skin and the needle came free from the barbed suture. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.